Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in planned non-emergency coronary treatment when the issue occurred, and the procedure got delayed for less than 5 minutes and it was completed by restarting the system. A philips field service engineer (fse) examined the system onsite and confirmed that the system did not allow saving images. Review of the log files showed that there was malfunction with the ippc (image processing pc). Upon troubleshooting, fse found that the issue was due to the failure of ippc and its hard drives. The fse replaced the ippc and 3 hard drives (1 system + 2 image storage). The cause of the ippc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the ip pc and the 3 hard drives by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system does not allow saving images. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.